Event description:
It was reported that the subject device had stickiness on the cord part. The event occurred during cleaning and disinfection. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. An investigation was conducted regarding the insulation cords that remained sticky despite undergoing cleaning and sterilization processes. The data gathered from this complaint and the subsequent analysis failed to pinpoint the cause of the issue. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had stickiness on the cord part. The event occurred during cleaning and disinfection. There was no patient involvement.